Manufacturer narrative:
The pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. There was no rewind anomaly noted. The pump was received with scratched lcd window. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip. The pump was received with broken belt clip slot. The pump was received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not delivering insulin. The customer states they had issues with high blood glucose levels. The customers' blood glucose level was 339mg/dl. The customer's levels had been as high as 500mg/dl to 600mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.